Event description:
It was reported that the patient is deceased and died approximately two years, nine months post implant. The patient is reported to have had an out of hospital arrest. An automated external defibrillator was used to try and resuscitate the patient and no shock was advised. The cause of death is inconclusive.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned, analyzed and no anomalies were found. (B)(4).